Event description:
It was reported that during a gyn procedure to remove an ovarian mass, the mass had grown into the colon. They had to remove part of the colon. The distal end. The surgeon fired the powered circular, the leak test was done and passed. Six days post op the staple line completely busted, it burst.

Manufacturer narrative:
(B)(4). Date sent 1/6/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? Patient presented with ovarian mass. Surgeon went to remove the mass and noticed that it had grown into the colon therefore had to perform a sigmoid resection and remove the distal end of the colon. What surgical procedure was performed? Initially an ovarian mass removal however ended up being a sigmoid resection as well did the patient receive any preoperative chemotherapy or radiation? None to my knowledge. Were there any issues experienced with the device in the initial surgical procedure? No device issues were reported at time of surgery. What healthcare professional fired the device and what is his/her experience with the device? Surgeon fired the device ¿ gyn surgeon so does not use this device often but when has to, opts for our powered circular stapler. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Surgeon did not specify. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Surgeon did not specify. Were there any issues with device use/firing? None were reported. What confirmation was received that the device completed the firing sequence? Green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Surgeon did not specify. Was there any difficulty removing the device? None. Was a complete transection of the white breakaway washer visually confirmed? Surgeon did not specify. Were the donuts inspected? If so, please describe. Donuts were in tact. Were there any issues noted with staple formation? If so, please describe the shape and location. None were described. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Surgeon is unsure. The staple line was completely busted 6 days post op. He did leak tests intra op with no leaks/ bubbles and reported that he did not have an issues with the specific device in the or. Was very concerned as he has never seen the staple line completely bust like that and especially 6 days after surgery. Was a leak test performed? If so, what type and what was the result? Yes- no leaks or bubbles detected. Was the staple line visualized endoscopically during the initial surgical procedure? No. How was the leak identified? Staple line was completely busted. Patient was extremely sick. What was observed at the site of the leak upon reoperation? Busted staple line. Described as ¿blown out¿. How was the leak addressed? Re-operation. Was there a tumor in the location of the anastomosis? There was an ovarian mass that was attached to the colon but no tumor at the anastomosis was reported. What anatomical structures were removed as a part of the operation? Sigmoid colon. Was any pre-op chemotherapy given to the patient? None that was described to me. The patient has ms however.